Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm readings which occurred on an unspecified day after the sensor was inserted in the arm. On (B)(6) 2023, the patient¿s cgm was reading low mg/dl. No bg meter comparison was done at this time. The patient treated the low cgm reading by eating cookies. Sometime after treatment, the patient¿s cgm continued reading low mg/dl. The patient also began feeling dizzy, was ¿unable to walk very well¿, and felt like she was going to pass out. The patient¿s niece tested the patient¿s bg via fingerstick, and it was ¿over 1000 mg/dl¿. The patient was taken to the hospital. She was treated with IV insulin and unspecified IV medications. It was noted that the patient ¿woke up¿ on (B)(6) 2023 while at the hospital. However, the patient said she was unsure if she truly lost consciousness or not. The patient was discharged two days later on (B)(6) 2023. The patient was doing fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.